Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The cause of the events were unknown. Hospitalization, treatment, patient outcome, and action taken with pd therapy were unknown. No additional information is available.